Manufacturer narrative:
(B)(4). Additional information: the affected device was received for evaluation. Visual inspection on the device verified a leak due to a ruptured reservoir. No cause could be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak of an unknown drug from the bladder of a small volume infusor. There was no patient involvement and no additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.